Event description:
During a laparoscopic procedure, after firing the clip the endoclip applier did not spring back. The surgeon could not remove the endoclip applier from the clip itself. He had to jar the applier for the device to spring back to neutral position. The defective applier was removed from the sterile filed and replaced. The procedure was completed without further incident.